Manufacturer narrative:
(B)(4). Batch # n93560. The analysis results found that the 2h12lp device was returned with no damage in the external components. In addition, a piece of plastic was returned inside a petri dish. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. It could not be determined what may have caused the event reported. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic hysterectomy, a plastic piece was found inside the sleeve when the camera was inserted. The plastic piece was retrieved and no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.